Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. No blank display. No constant tone during testing. No audio/beep anomaly. All buttons functioning properly no damage on the keypad assembly. However, the device was received with lcd unlock keypad connector. The insulin pump was received with scratched lcd window. The device was received with a cracked case display window corner. The insulin pump was received with a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.